Event description:
Additional information received reported that the manufacturer representative was currently working with the patient to help ensure a positive outcome with their new implant. The product was only sent to pathology, but would not be sent back to the manufacturer. The therapy effect was deemed to be lost because the patient's lead migrated deeper into the sacrum and had all 4 leads past the anterior edge of the sacrum.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of stimulation and loss of therapeutic effect. The patient had good therapy results for 6 months, but then the product stopped working. Until a later x-ray, it could be seen that the lead had moved deeper, which could be the reason for the lost therapeutic benefit for the patient. The action required as a result of this event was replacement on (B)(6) 2015. The implantable neurostimulator (ins) and lead were in possession of the hospital and they would be returned. Diagnostic testing or troubleshooting of impedance testing, x-rays, and reprogramming was performed. It was unknown if the issue was resolved and unknown if the cause of the issue was determined. The patient status was alive with no injury.

Event description:
It was reported that impedance readings were >4000 ohms on all of the bipolar pairs, except for case pairs and 2-3 pair. The physician then reran the impedance test using default values and all were less than 4000, but some were still above 3000. It was recommended that the physician use the normal range pairs for programming, but it was concerning that some readings were still relatively high. The physician thought the patient was using c+2-3- when she was getting therapeutic benefit. The patient was no longer getting therapeutic effect. Initially the device worked well for the patient¿s urgency symptoms. Six months post implant, the patient was reprogrammed to address the patient¿s frequency symptoms and since then the patient has not had benefit from any of her symptoms. No falls or traumas were reported. Programming was attempted using c-3 at 2.5v, c-2 and c-0 but patient felt stimulation in her butt cheek. On c-0, the stimulation was too intense and the stimulation had to be shut off to give the patient a break from programming. It was recommended that the lead be imaged and to see if the reprogramming helped the patient¿s symptoms. The interventions and patient outcome are unknown at this time. Follow up is being conducted to obtain this information. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va071f1, implanted: (B)(6) 2013, product type: lead. (B)(4).